Manufacturer narrative:
The malfunction was duplicated and the front enclosure was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device would not respond to input selection via the front panel membrane. Complainant indicated that there was no patient involvement in the reported malfunction.